Event description:
It was reported to medtronic minimed that the customer experienced damage on the belt clip, battery tube side, on the battery cap. The customer reported no adverse event. The event involved product(s) mmt-1884 and acc-1601. Troubleshooting was performed for cosmetic damage and the customer found that the damage was affecting/impacting pump functionality. Troubleshooting was performed for battery cap damage and the customer stated that the battery cap's metal contact was damaged. The customer was informed that a battery cap replacement will be sent. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. Acc-1601 will not return for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Found corrosion inside the battery tube during an initial inspection. The pump was received without a battery cap. Installed a battery cap and continued testing. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Found corrosion inside the battery tube during an initial inspection. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.